Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign material in the air/water nozzle, the material could not be identified, but it was confirmed there was brown foreign material. The results of the component analysis suggested that it was possible that the foreign material remained due to insufficient cleaning, but the information obtained did not allow the cause of the foreign material to be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "cf-hq290zi IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope_ 3.8 inspection of the endoscopic system¿, reprocessing manual ¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water nozzle. There was no patient involvement.